Event description:
It was reported that during the trial, the pt experienced over-stimulation and pain in the calves. The trial was aborted and the lead was explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.